Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the pt was seen by a neurologist for difficulty walking and leg weakness. The symptoms began in approximately (B)(6) 2006. He started to develop a feeling of weakness of both legs and both his legs would feel heavy at times, particularly after walking about 30 yards. The heaviness was there constantly. He had numbness of his feet and occasional shock-like sensation from his toes up to his calves. He had some urinary frequency, especially at night. He had decreased ability to rotate his neck from side to side. A magnetic resonance imaging (MRI) of the lumbar spine performed on (B)(6) 2006 showed left l4 to l5 disk herniation. An MRI of the cervical spine on (B)(6) 2007 showed compression of the cervical cord anteriorly at c3 to c4 due to a broad based posterior disk osteophyte complex. The weakness of the legs had progressed significantly over the last year. The pt had a history of lumbar herniated disk, status post surgery in 2004 and bilateral knee replacements in 2002 and 2003. Impression included bilateral lower extremity weakness. His electromyelograph (emg) and nerve conduction studies (ncs) showed no evidence of neuropathy, radiculopathy, or plexopathy to account for his symptoms. The pt's symptoms were worrisome for worsening cervical spinal cord compression even though he did not have babinski signs or hyperreflexia at this time. On (B)(6) 2008, the pt noted some difficulty and clumsiness with his hands as well, but no new neurological symptoms since his last clinic visit. An MRI of the cervical spine on (B)(6) 2008 did show again a prominent central disk bulge at c3 to c4 with associated posterior bony degenerative change versus ligament hypertrophy contributing to severe spinal stenosis at this level including some compression of the spinal cord. The physician concluded the symptoms were likely secondary to his cervical spinal stenosis and cervical cord compression. The pt was referred to a neurosurgeon due to possible progression of symptoms and worsening cord compression. On (B)(6) 2008, the pt was evaluated by a neurosurgeon. The pt reported gait disturbance and hand weakness since the winter of 2007. He was given a cervical collar. He admitted to dropping things frequently, having difficulties with buttons, and deterioration in his writing. He had absolutely no pain in his upper extremities. On (B)(6)2008, the pt had anterior cervical decompression with total diskectomy and bilateral foraminotomies at c3 to c4, anterior interbody fusion at c3 to c4 using structural allograft, and anterior fusion instrumentation at c3 to c4 with allograft and synthes plate. The pt was hospitalized overnight. On (B)(6) 2008, the pt reported a history of ruptured disks at c3 to c4, c4 to c5, and l4 to l5. The pt lost 35 pounds in the last six to eight months secondary to poor appetite because of the constant pain he was in. The pt had severe arthritis of both hips. On (B)(6) 2008, during neurosurgery follow up, the pt reported his gait was improving. He was walking without any assistive devices. He believed his hand weakness was improving also. He continued to feel fatigued and complained of numbness under his chin on the right side. He developed the latter after surgery. On (B)(6) 2008, the pt reported finding an article about denture creams and high serum zinc levels. He wondered if this could be contributing to low copper and neurologic disease. The pt reported concerns of memory loss post operatively which raised questions of a possible stroke during or after surgery or of some kind of hypoxemic event. On (B)(6) 2008, during neurosurgery follow up, the pt's gait had improved dramatically. The only weakness in his hands was in his little finger, but his arms were stronger. On (B)(6) 2008, the pt had ruled out for a stroke. The pt had elevated zinc levels. The pt reported using a lot of denture cream to hold his dentures in place. The pt had been evaluated by a neuropsychologist on (B)(6) 2008. He was told his memory symptoms were due to stress and anxiety and not dementia or alzheimer's. On (B)(6) 2009, the pt was evaluated for new neurological symptoms consisting of memory difficulties. The pt reported having some memory and cognitive difficulties going back to the year 2004, but he felt those symptoms had worsened significantly over the last several months. He was concerned that a denture cream might have contributed to some of his symptoms. He felt his symptoms seemed to have worsened since his surgery in (B)(6) 2008. The pt reported having difficulty with his short term memory. He would forget what he was trying to say in the middle of conversations, often repeated himself to others, misplace items frequently, and forgot what route he took to get to the physician's office the last time. The pt continued to have some difficulty walking and felt he "waddles" at times. Impression included mild cognitive impairment. There was no evidence of dementia at this time. He was evaluated by another doctor on (B)(6) 2008, who did not find any evidence of a dementia at that time either. The cervical myelopathy was stable. On (B)(6) 2009, the pt had not developed any new neurological symptoms. The pt had a normal b12 level of 889 on (B)(6) 2009 and a normal electroencephalograph (eeg) on (B)(6) 2009. An MRI of the brain on (B)(6) 2009 showed no significant abnormalities, only mild age appropriate mild atrophy and white matter hyperintensities. The pt improved postoperatively after having surgical decompression on (B)(6) 2008. On (B)(6) 2009, the pt reported experiencing depression around his memory issues. The pt was participating in a class action lawsuit regarding his high zinc levels. He wondered if the zinc toxicity was causing part of his memory loss. On (B)(6) 2009, serum copper level was 106 (normal 70 to 140 ug/dl) and serum zinc level was 75 (normal 60 to 120 ug/dl). On (B)(6) 2009, the pt began physical therapy to assist with balance problems. On (B)(6) 2009, the pt was discharged from physical therapy. The pt reported his balance was significantly better and he had no complaints of dizziness. On (B)(6) 2009, the pt reported concerns over whether he had normal pressure hydrocephalus. He reported his gait had improved since going to physical therapy. The pt continued to have problems with nocturia. On (B)(6) 2009, the pt was seen for follow-up of memory and cognitive difficulties, as well as possible normal pressure hydrocephalus. The pt's gait abnormality was believed to be a residual effect of the cervical myelopathy as well as age related changes, involving proprioceptive sensation in his feet. The symptoms of urinary frequency and urgency were of uncertain etiology. On (B)(6) 2009, the pt had not developed any new neurological symptoms. On (B)(6) 2010, the pt fell and cut his chin. On (B)(6) 2010, the pt reported continued forgetfulness including misplacing items. He would jump from project to project without finishing a particular project. He had also been having some continued balance difficulties and occasionally his legs and feet did not seem to move after he stands up for 15 to 20 seconds. He had some involuntary contractures of his hands occurring about eight times since (B)(6) 2010. Impression included possible dystonia.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).